Manufacturer narrative:
A correction was provided for the units of measurement for t3 and t4. The patient's results with the correct units of measurement are t3 1.57 ng/ml and t4 12.7 ug/dl. The patient's sample was provided for an investigation. The investigation reproduced the customer's ft3 result. The investigation confirmed there was no interference detected in the patient's sample. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for one patient tested on a cobas 8000 e 602 module. The ft3 result was greater than the t3 result. The patient's sample was also tested using an outsourced methodology. The outsourced methodology was requested but not provided. The patient's initial results were reported outside the laboratory and the physician asked for re-measurement of the sample. The customer collected a new sample on (B)(6) 2020 and provided the sample for investigation. The investigation performed testing on the patient's sample with an e 602 module and a cobas e 411 immunoassay analyzer. The patient's sample was also outsourced and was tested on a siemens centaur analyzer. The customer's e 602 module serial number was requested but not provided.